Event description:
It was reported that the flush port of the permanent cautery spatula instrument fell inside of the housing. No add'l info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the luer plate was dislodged from the chassis and pushed into the back end. The chassis feature that retains the luer plate was broken at the inner wall. A horizontal crack was discovered on the back face of the chassis, next to where the luer plate seats, indicating mishandling during the cleaning process. Engineering also observed that the instrument had material removed at the distal end of the main tube, creating a rough surface finish on the tube outer diameter. This damage is all around the tube and may have been caused by a defective cannula accessory.